Event description:
While inspecting instruments on (B)(6)2009, the rep found part number 1165-10 to be cracked. Add'l info received from sales rep on 05/13/2009. During a kit inspection, the rep noted that the pathfinder extender sleeve was cracked with pieces broken off at the bottom tip of the extender sleeve where it attaches to the screw. The rep stated that the extender sleeve had not caused any problem during any surgical procedure. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
No pt involvement. Product is an instrument and not implantable. Requests have been made for the return of the product. Device MFR date is unk. Eval is pending.